Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during cataract intraocular lens (iol) implant procedure, there was a scratch on the edge of the iol optic after implantation. The patient's vision did not seem to be affected, but the patient was kept under observation. The surgery was performed and completed without product replacement. Additional information received stating that, the lens was removed during initial procedure and completed with another lens of same model. There were no problems, so the patient was returned to home. After two days the patient felt something wrong and visited the other hospital. Fibrin was observed and intraocular pressure (iop) was over 40. Diagnosed as endophthalmitis. The surgeon considered that endophthalmitis occurs due to multiple factors and thus the cause of endophthalmitis could not be determined. However, he also does not consider that endophthalmitis was caused by iol. The vitrectomy was performed. Currently, visual acuity (va) was light perception, and iol remains in the eye. (This report is for replacement lens)

Manufacturer narrative:
The account indicated the use of a qualified associated cartridge and handpiece. Two viscoelastics were indicated, only one is qualified for this lens/cartridge combination. The product remained in the patients eye. Information was provided that the surgeon considered that endophthalmitis occurs due to multiple factors and thus the cause of endophthalmitis cannot be determined. Additional information was provided that a vitrectomy was performed. No further information has been provided at this time. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information is received.